Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown. Lot #: unknown, not provided. Expiration date: unknown. Epidemic keratoconjunctivitis. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that they experienced epidemic keratoconjunctivitis and received instruction from their doctor not to use contact lens until they recovered from their symptoms. The patient used consept onestep and asked if the contact lens is still usable. The patient was advised to contact their doctor for use of the contact lens. No patient identifiers (age/gender) were provided. The product lot number was not provided. No further information was provided.

Manufacturer narrative:
The initial MDR did not include the alternative report identification number: alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.